Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope displayed an error e216 (scope communication error), and no image was showed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blurred and indistinct image universal cord malfunction causes blurred and indistinct image, inner sleeve was broken. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: temporary contact failure due to deposits on the electrical contacts of the connector. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.